Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed. Analysis of the device revealed that it did not meet expected longevity. Without the history of the programmed settings throughout its service life, the cause could not be determined.

Event description:
Asku